Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a tubing leak during an IV fluid infusion. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection of the set noted the attached non-cfn extension set could not be removed from the male luer of the primary set and there were multiple stress cracks completely around the circumference of the extension set¿s female luer. There were 2 crush marks on the upper fitment of the primary set. Functional testing revealed leaking from a tear/cut in the silicone segment below the upper fitment, measuring approximately 0.125¿. The root cause for the tubing leak was identified as a tear/cut in the silicone segment tubing. The cause of the tear is unknown.